Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal aortoplasty with stent placement for lower extremity atherosclerotic occlusive disease using rotarex catheter. During the procedure, the inner connection of the catheter tip was found to be fractured and separated. No open surgery was required, and the patient had no complications. The procedure was completed using another device.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal arthroplasty with stent placement for lower extremity atherosclerotic occlusive disease using rotarex catheter. During the procedure, the inner connection of the catheter tip was found to be fractured and separated. No open surgery was required, and the patient had no complications. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided images contain information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be established. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.